Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation when atrial pacing occurred. This was dependent on patient position and was reproducible in the clinic. An atrial noise reversion episode was observed on the lead one month prior.